Event description:
Reporter states she had 3 screws and a plate inserted due to a humerus fracture on (B)(6) 2022. In post-operation visit with her surgeon and after x-rays are taken, reporter is told that 2 of the screws had broken, 1 screw was loose, and half of the plate had lost adhesion to the bone. Reporter has no device information. Reporter had a revision surgery on (B)(6) 2025, where all 3 screws and the plate were removed and replaced. The revision surgery also included an additional bar device. Ref reports: mw5169784, mw5169785, mw5169786.